Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 3, 2017 that a flexiva 200 laser fiber was to be used for ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant during unpacking and outside the patient, they noticed that the laser fiber was broken to a couple of pieces inside the packaging. There were no packaging issue reported. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.